Event description:
Per the clinic, the device was explanted due to a skin flap problem. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4).